Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: prowater 180, rhv: copilot, guide catheter: 6 fr jr4, jl 3.5. (B)(4) there was no reported device malfunction and the product was not returned. The reported patient effect of perforation, as listed in the instructions for use is a known patient effect that may be associated with the use of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot.

Event description:
It was reported the procedure was to treat a 99% in-stent restenosis in the distal right coronary artery. After balloon angioplasty was performed with a 3.0 x 20 mm trek balloon a perforation was noted. Two graftmaster stents were successfully used for treatment. The patient remained stable during the entire time he was in the intensive care unit and was discharged by cardiology the next day. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.